Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered and a shaft detachment occurred. The 90% stenotic lesion was located in the moderately tortuous left superficial femoral artery. The physician approached the lesion from the brachium. The ultra soft sv balloon was inflated initially to 6 atms and to 10 atms on the second inflation without any reported difficulty. During withdrawal, the ultra soft sv balloon became stuck on the other manufacturer's guide wire. The location of the sticking, was approximately 15-20 cm from the distal end of the guide wire. During the attempt to remove it from the wire, the shaft of the balloon catheter detached. As the proximal portion of the catheter was within the introducer sheath and the distal portion was on the guide wire, the device was removed as one unit. A hematoma was found, however, no intervention was required. The procedure was completed with this device, and patient status was reported as 'stable'.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint for shaft broken. The product was returned in two pieces. The shaft break occurred 95cm proximal of the tip. There was presence of necking and elongation at the fracture site. There was 8cm of elongation indicating that the shaft failed in tensile. It was not possible to determine how or when the break occurred. Therefore, the root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch.